Event description:
It was reported that insulin pump displayed malfunction alarm code 12, and no notable events occurred before malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue occurred again.